Event description:
It was reported that the patient had many non sustained lead noise due to interference from non-physiologic signals. Reprogramming resolved the issue. The patients condition is good.